Manufacturer narrative:
Covidien field service engineer (fse) spoke with biomed and who reported they found the table monitors were in the way of table tilt movement causing and monitor collision warning message. This safety interlock per design, would not allow movement of table with monitors in the way. Biomed repositioned monitors and checked all table functions after reseating cable connections for handswitch and foot control pedal and found that the tale moved correctly with respect the commands given by foot pedal control and handswitch control. System was returned to full service by customer.

Event description:
(B)(6): customer reports hand and foot control not working. Multiple attempts have been made to obtain further details without success.